Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Glenosphere would not screw in to metaglene. Numerous attempts made, new glenosphere opened and still same issue which then ended up wrecking the thread of the glenospheres. Ended up taking out metaglene and inserting a new one and problem was resolved. So original metaglene must¿ve had a threading issue. Was surgery delayed due to the reported event? --> yes, action taken when event occurred? --> open new metaglene,

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, glenosphere would not screw in to metaglene. Numerous attempts made, new glenosphere opened and still same issue which then ended up wrecking the thread of the glenospheres. Ended up taking out metaglene and inserting a new one and problem was resolved. So original metaglene must¿ve had a threading issue. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4). The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Only it was observed the mating device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot ; a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.